Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 failed to close and the retractor band was broken. A field service engineer opened the rear of the unit and identified that the retractor band was broken due to the matrix drawer being overfilled, replaced the broken retractor band, pulled the matrix drawer, and installed the matrix top cover (customer-supplied) to prevent medication from spilling. The drawer was tested using test software. The customer recovered the drawer and performed testing. All functions operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.2 was failed and retractor band was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.